Event description:
I have been on medtronic 670g insulin pump for type 1 diabetes since (B)(6) 2018. After starting using their guardian 3 sensors and using the continuous glucose monitoring to be in automode. I discovered that the system reported blood sugar numbers that were vastly different than true levels. Automode is meant to use the sensor to detect blood sugar levels and automatically adjust insulin ratios based on sugar levels rising or falling. Sensor life is determined to be set at 7 full days of continuous use. The issues are when the sensor is attached, the insulin pump consistently asks for blood sugar readings to be in automode, sometimes as much as once an hour. I have been told many times by medtronic rep that the sensors are able to last 12 hours after one calibration, before needing calibration again. When the sensor / transmitter consistently asks for blood sugar readings, this will cause issues with the pump accepting readings, which then cause the sensors to fail. Since being on the medtronic pump, I have had more than 70% of every sensor I have put on fail due to a systematic / device issue with medtronic. I have also had multiple transmitters replaced and been told by rep of medtronic that there have been software updates to prevent further blood sugar required notifications. This is false, I have an updated transmitter, and am constantly required to enter my blood sugar. Also, many times the sensor has reported that my blood sugar was vastly higher or lower than the true reading from a blood glucose meter. Even by more than 150 ponts at times. This causes true needed insulin delivery to be extremely wrong. Which then leads to very high or very low blood sugars and extreme stress, health risks, potential hospitalization and even potential loss of life. I have been lied to by medtronic rep regarding their products safety, and reliability. I have experienced dangerously high and low blood sugars based on the inaccurate readings of the sensors and insulin delivery of their insulin pump. I have experienced extreme stress and daily altering problems based on the reliability of their products. I have been billed incorrectly for product replacement that was due to errors made by medtronic.